Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit transvaginal mid-urethral sling system during a procedure on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced complications (date/s and specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.